Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Implant and explant date: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A device history record review was performed for the complaint device: part & lot. 03.010.045 / 1594580. Manufacturing site: (B)(4). Manufacturing date: 19. Mar. 2007 no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the attachment of the connector is damaged and that the metal of the insertion handle broke off from where the driving caps can be attached. Both instruments failed intra-operatively during the same event. No information about patient condition and outcome available. They performed an x-ray and found no broken off fragments in the patient. The surgery was prolonged about 5 minutes. There was no patient harm and the surgery was successfully completed. This complaint involves 2 parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A product development investigation was performed for the subject device. One corner of the medial grooves is broken off, the fragment was not sent back for evaluation. In general is the insertion handle in a very bad condition, the groove at the opposite of the breakage has an extreme burr, the other groove have deformations at the connector contact surfaces, there are strong marks on top of the connecting screw hole, on the bottom of the handle are many marks of strong hammer blows visible and the laser markings are faded. The deformation of the slider had the effect that the force was only applied onto the corners of the grooves at the handle, which did finally lead to a mechanical overload and the breakage of one corner and the extreme burr at the opposite corner. In general it can be stated that the device was in an end of life condition before this breakage occurred. In this relation, we would like to point out section of our important information leaflet: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. The breakage was caused by the use of a damaged connector. No product related issue could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.